Manufacturer narrative:
Date of event: (B)(6) 2011 additional suspect medical device components involved in the event: model # sc-8216-50 (B)(4) description: artisan 2x8 paddle lead (lim), 50 cm the explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg and paddle lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was explanted due to excessive post-operative pain in her stomach and incision site when the stimulation is on or off. The physician believes the symptoms are procedure related. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient was explanted due to excessive post-operative pain in her stomach and incision site when the stimulation is on or off. The physician believes the symptoms are procedure related. The patient was reportedly doing well following the procedure.